Event description:
Fill volume: 300 ml. Flow rate: 100 ml/hr. Procedure: corticosteroid therapy. Cathplace: peripheral IV in arm. (Please refer to 2026095-2014-00152 / (B)(6)). Report 1 of 2, pump 1. It was reported that two pumps flowed faster than expected. The customer mentioned that the infusion time of the pumps occurred between 1 and 1/2 hours to 2 hours instead of the expected 3 hours. On (B)(6) 2014, pump one delivered the volume in 2 hours. Then pump was filled at 10:20 and the infusion was started at 10:30. It was reported that there was "nothing to mention" regarding patient consequence.

Manufacturer narrative:
The device was reported to be returning for an eval and investigation. At this time, I-flow is pending receipt of the device. A review of the device history record is in progress for the lot number reported. Results will be provided once the eval and investigation have been completed. Once the device is received and the investigation and device analysis are completed, a follow up report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.